Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a cracked display cover. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation,investigation findings,component code, investigation conclusions). Additional information: name: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the display to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h10,h11. Corrected fields - h6(remove 3331 from type of investigation). The failure analysis and testing dept. Could not install the coil cable into the cardiosave test fixture and could not test the coil cable to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q due to physical damage. The fat dept. Verified the failure of the coil cable failure "physical damage". The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is "user error". The failure analysis and testing dept. Could not install the top cover into the cardiosave test fixture and could not test the top cover to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q due to physical damage. The fat dept. Verified the failure of the top cover failure "physical damage". The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is "user error".